Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage. The following information was provided by the initial reporter: in the past 2 weeks there has been two blood control defects in 20ga x 1.00 in 1.1 x 25mm autoguard. Once the cannula is in the vein its starts bleeding straight away just as a non blood control cannula. The lot number for one of the cannulas is 0344831 with an expiry date of 30-11-2023.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage. The following information was provided by the initial reporter: in the past 2 weeks there has been two blood control defects in 20ga x 1.00 in 1.1 x 25mm autoguard. Once the cannula is in the vein its starts bleeding straight away just as a non blood control cannula. The lot number for one of the cannulas is 0344831 with an expiry date of 30-11-2023.

Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage. The following information was provided by the initial reporter: in the past 2 weeks there has been two blood control defects in 20ga x 1.00 in 1.1 x 25mm autoguard. Once the cannula is in the vein its starts bleeding straight away just as a non blood control cannula. The lot number for one of the cannulas is 0344831 with an expiry date of (B)(6) 2023.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.